Event description:
Event description cpi received general threshold and impedance information regarding this implantable cardioverter defibrillator (ICD). Cpi received information that this device was explanted on 02/23/98 because of an abnormal increase in atrial and ventricular lead impedances.